Manufacturer narrative:
Additional information: h6, h10. Device evaluation: one smiths medical pneupac parapac plus ventilator was returned for analysis with a worn enclosure, bent faceplate causing the tidal volume knob to rub, and a missing air mix end cap. During analysis, the continuous flow was noted to be intermittent and may not be noticed during initial power on. It was noted that loose input manifold timer and regulator assembly was the cause of the reported issue. Service tightened input manifold timer and regulator to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received that a smiths medical pneupac parapac plus ventilator was not cycling breaths. No adverse effects were reported.